Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the console sadd board. The system was tested and verified as ready for use.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the customer encountered an error 319. The technical support engineer (tse) confirmed the error 319 confirmed in the error logs on the console 1 sadd board. The tse walked the caller through powering off the system and disconnecting console 1. It was a dual console system and the customer disconnected the blue fiber cable when the system was powered on, so an additional power cycle and hard power cycle was performed with the customer confirming they were aware insufflation would be lost during the hard power cycle. They powered back on and proceeded as a single console system. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the sadd board returned; however, isi did not receive the RMA to confirm/identify the failure mode. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.